Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on november 21, 2017. The sample was not returned for evaluation; therefore, thorough investigation could not be performed and definitive root cause can not be determined for this event. Although the exact root cause and the damage location on the v cutter in the incident could not be determined, this incident may have been caused by excessive force applied to the distal end of the v-cutter while entering into the tunnel during use or load force applied in the area where components are attached. . All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4). Results : results pending completion of evaluation. Conclusions: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting procedure, a wire was sticking out at the v keeper. No consequences or impact to the patient. There was delay in the procedure for no more than 30 minutes. Product was changed out. Surgery was completed successfully.